Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels due to needing a settings adjustment. Bg was reported to be 40 mg/dl. Tandem technical support advised customer to consult their healthcare provider regarding pump settings.